Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor was reported via phone call that, the customer that the customer received emergency medical assistance due to low blood glucose on october 20, 2018 with unknown blood glucose levels at the time of the incident. The customer was at 193 mg/dl at the time of admission. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was hospitalized for foot surgery and had the low before they became admitted. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.